Event description:
It was reported that during a ptca/stenting treatment procedure, crossing and removal difficulties were encountered. The lesion being treated was a mildly calcified, stenotic lesion in a moderately tortuous mid circumflex coronary artery at the region of the obtuse marginal branch. Despite predilatation of the lesion, the liberte bare monorail 12/2.75 mm could not cross the lesion. While attempting to withdraw the device, the stent became dislodged in the y-adaptor. The procedure was successfully completed with another liberte bare monorail 12/2.75 mm. No patient injuries or complications were reported. Pt status is reported as 'good'.